Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on (B)(6) 2014, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: bowel obstruction, vomiting, abdominal pain. Additional event specific information was not provided.

Manufacturer narrative:
Corrected results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a surgical pathology report dated 3/13/2014 indicates the following diagnosis for two specimens collected during a procedure on (B)(6) 2014: ¿stomach, body, biopsy: mild chronic gastritis and reactive gastropathy. Esophagus, biopsy: gastric-type mucosa with chronic inflammation.¿ clinical impression and history states: ¿dysphagia, heartburn, abnormal ugi series, abnormal cine-esophagram. Normal esophagus and duodenum, hiatus hernia, erythematous antrum.¿ records detailing the (B)(6) 2014 procedure were not provided. Operative records dated (B)(6) 2014 indicate the patient underwent laparoscopic mesh repair of a hiatal hernia, laparoscopic heller myotomy, and toupet fundoplication. Postoperative diagnoses are noted as type iii esophageal achalasia, hiatal hernia, and gastroesophageal reflux disease. The (B)(6) 2014 records state: ¿the esophageal hiatus was noted to be enlarged and stomach and portion of the omentum were seen exiting the abdomen into the mediastinum through this enlarged hiatus. Gastrohepatic ligament was inspected and no apparent blood vessels were seen. The ligament was divided in its entirety using harmonic instrument. Herniated omentum was reduced from the mediastinum, and next the hernia sac was incised at the edge of the esophageal hiatus around its perimeter using harmonic dissector. Hernia sac was then dissected from the inside of the mediastinum using combination blunt and sharp dissection. This reduced the fundus of the stomach back into the abdomen, and the gastroesophageal junction was identified, which was just slightly displaced into the mediastinum. A 5 -mm penrose drain was placed around the gastroesophageal junction to facilitate retraction and dissection. Dissection continued until approximately 3 cm of intraabdominal esophagus was developed and freed, and retained without tension. Vagi nerves were spared.¿ the (B)(6) 2014 records continue: ¿next, the hernia sac was removed by incising it around the ge junction and removing it in its entirety through a 10 -mm trocar site and then discarding it. Good hemostasis was observed. Dissection continued posterior to the esophagus and all attachments were freed. Next, short gastric blood vessels were divided using harmonic dissectors, freeing the portion of the greater curvature and gastric fundus for fundoplication. All dissected areas were irrigated and good hemostasis was present. Next, a 48 french bougie was inserted into the esophagus by the anesthetist, and placed across the gastroesophageal junction. Combination of blunt and sharp dissection ensued to perform heller myotomy. This started approximately 2 cm distal to the gastroesophageal junction on the stomach side, and extended for approximately 5 cm onto the esophagus. No cautery was used during this part of the procedure. Blunt dissection with a right angle was used to separate the muscle fibers and scissors were used to divide them. This area was irrigated after the _ [sic] and completion of myotomy and the bougie was not visible through any of the dissected areas. Mucosal layer was intact. The (B)(6) 2014 records continue: ¿next, #1 ethibond suture was used to approximate the diaphragmatic crura posterior to the esophagus. Two sutures were placed. Further closure was not possible because of tension, and there is still significant hiatal opening present. Decision was made to complete the repair with a dual-mesh gore ¿tex patch. The patch was cut to appropriate shape and size, and appropriate ¿size hole was excised from the patch to allow passage of the esophagus with the 48 -french bougie in it. Patch was inserted into the abdominal cavity through 10 -mm trocar site and it was placed against the undersurface of the diaphragm. Both sides of the patch were then sutured together posterior to the esophagus, incorporating the diaphragmatic crura. Perimeter of the patch was secured to the undersurface of the diaphragm using titanium tacks. Patch was [sic] out to placement of the tacks against the pericardium. Additional tacks were placed, securing the patch to the diaphragmatic crura around the gastroesophageal junction. Irrigation was performed and good hemostasis was present.¿ the (B)(6) 2014 records continue: ¿next, the gastric fundus was pulled behind the esophagus and 270 degree fundoplication was performed. This was done by suturing the fundus to the edges of the myotomy using interrupted #2-0 ethibond sutures. Three sutures were placed on each side of the fundoplication. All dissected areas were irrigated again and good hemostasis was present. No enteric -content leaks were seen. All mucosal surfaces were intact.¿ ¿subcutaneous tissue was closed using interrupted 3-0 vicryl. Skin was closed using dermabond glue.¿ the records confirm a gore dualmesh® plus (1dlmcp04/11928258) was used during the procedure. Operative records dated (B)(6) 2014 indicate the patient underwent exploratory laparotomy, suture repair of the gastroesophageal junction perforation, and central venous line placement. A postoperative diagnosis is noted as perforation of the gastroesophageal junction. The records state: ¿thompson retractor was attached to the table and used to provide good exposure. Peritoneum was inspected. First the loops of small bowel and transverse colon were inspected, and no abnormalities were found. Next, the attention was directed towards the stomach and left subdiaphragmatic area. There was no abnormal fluid in this area, but the gore -tex patch placed against the diaphragm during recent surgery to close hiatal hernia had some bilious staining on it.¿ the (B)(6) 2014 operative report continues: ¿the toupet fundoplication was taken down by dividing the ethibond sutures using scissors, and reducing the gastric fundus from behind the esophagus. Upon closer inspection, there was approximately a 3 -mm long opening in the gastroesophageal junction with the mucosal edges everted. Nasogastric tube was inserted by the anesthetist and guided through the gastroesophageal junction into the body of the stomach. The tube was secured in this position. Next, the titanium tacks that were securing gore -tex patch were excised and gore ¿tex patch was removed in its entirety. The rent in the gastroesophageal junction was then closed in layers. Vicryl 3-0 was used to close the mucosal layer in an inverting fashion. The muscularis of the area was closed using interrupted 3-0 silk.¿ the (B)(6) 2014 operative report states: ¿gastric fundus was then folded over this area and secured in position to the right side of the gastroesophageal fat pad and muscularis of the esophagus using 2-0 silks. This created reinforcement of the closure of the perforation, and anterior fundoplication. Gastric fundus was also secured to the diaphragmatic crura using 2-0 silks. The whole area was irrigated with neosporin solution and good hemostasis was present. All other serosal surfaces were intact. A 10 -mm jackson -pratt drain was inserted through a separate stab wound in the left upper quadrant, and positioned along the gastroesophageal junction. Drain was secured to the skin using nylon sutures. Sponge and instrument count were _ [sic] and they were correct. Two retention sutures of #1 nylon were placed through and through under direct vision. Fascia was closed using running #1 pds suture. Retention sutures were tied sequentially, avoiding entrapment of intraperitoneal structures. Subcutaneous tissue was closed using interrupted 3-0 vicryl, skin was closed using staples.¿ the (B)(6) 2014 operative report states: ¿postprocedure chest x-ray: shows good position of the central line and no evidence of pneumothorax, and good position of the endotracheal tube.¿ ¿specimen: there are no specimens.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. Previous patient codes (1994, 2144, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span july 20, 2007 through november 6, 2014, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records between july 20, 2007 through march 5, 2014 were not provided. Patient information: medical history: diabetes, bipolar disease, chronic obstructive pulmonary disease [copd], hypertension, gastroesophageal reflux disease [gerd], achalasia [rare esophagus disorder; difficult for food and liquid to pass into the stomach], smoking, on (B)(6): quit, smoked 2 packs daily for 12 years. Prior surgical procedures: 1978: cholecystectomy, 2010: appendectomy, hysterectomy and bowel surgery. Implant preoperative complaints: on (B)(6) 2014: complaints of dysphagia. Barium swallow: ¿mixed sliding-paraesophageal hernia. Mild esophageal dysmotility. Spontaneous gastroesophageal reflux.¿ on (B)(6) 2014: upper gi endoscopy: ¿a large hiatus hernia was found. The proximal extent of the gastric folds (end of tubular esophagus) was 42 cm from the incisors. The hiatal narrowing was 33 cm from the incisors. The z-line was 33 cm from the incisors.¿ ¿localized mildly erythematous mucosa without bleeding was found in the gastric antrum.¿ on (B)(6) 2014: ed visit: ¿that was brought in by her family with c/o [complaint of] epigastric pain that started 4 hours pta [prior to admission]. She admits to cp [chest pain] but denies any back pain, n/v/d [nausea, vomiting diarrhea], extremity pain, ha [headache], or sob [shortness of breath]. She has a history of cad [coronary artery disease] on her mother's and father's side. The pt states that she is having a hiatal hernia repair in 4 days and admits to a hx of dm [diabetes mellitus]. She states that the symptoms are aggravated after eating and that there is no alleviating factor.¿ ¿disposition: discharged. Patient: home. Condition: stable.¿ chest x-ray: ¿large left basilar mass. Most likely a large hiatal hernia but it is clearly larger than on the previous chest radiographs.¿ on (B)(6) 2014: ¿longstanding history of heartburn, regurgitation and occasional dysphagia. She is using topical antacids "by the bucket". Various prescription antacids "did not work". Esophageal motility study shows manometric features of type 3 achalasia. Upper endoscopy showed some inflammation of gastric mucosa. Biopsies showed gastric-type mucosa in the distal esophagus with chronic inflammation. Upper gi shows mixed sliding and [sic] hernia and spontaneous gastroesophageal reflux. Implant procedure: laparoscopic mesh repair of a hiatal hernia, laparoscopic heller myotomy, and toupet fundoplication. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/11928258) was used during the procedure. Implant date: on (B)(6) 2014 [hospitalization on (B)(6) 2014]. Description of hernia being treated: ¿the esophageal hiatus was noted to be enlarged and stomach and portion of the omentum were seen exiting the abdomen into the mediastinum through this enlarged hiatus. Gastrohepatic ligament was inspected and no apparent blood vessels were seen. The ligament was divided in its entirety using harmonic instrument. Herniated omentum was reduced from the mediastinum, and next the hernia sac was incised at the edge of the esophageal hiatus around its perimeter using harmonic dissector. Hernia sac was then dissected from the inside of the mediastinum using combination blunt and sharp dissection. This reduced the fundus of the stomach back into the abdomen, and the gastroesophageal junction was identified, which was just slightly displaced into the mediastinum. A 5 -mm penrose drain was placed around the gastroesophageal junction to facilitate retraction and dissection. Dissection continued until approximately 3 cm of intraabdominal esophagus was developed and freed, and retained without tension. Vagi nerves were spared. Next, a 48 french bougie was inserted into the esophagus by the anesthetist, and placed across the gastroesophageal junction. Combination of blunt and sharp dissection ensued to perform heller myotomy. This started approximately 2 cm distal to the gastroesophageal junction on the stomach side, and extended for approximately 5 cm onto the esophagus. No cautery was used during this part of the procedure. Blunt dissection with a right angle was used to separate the muscle fibers and scissors were used to divide them. This area was irrigated after the [sic] and completion of myotomy and the bougie was not visible through any of the dissected areas. Mucosal layer was intact. Next, the hernia sac was removed by incising it around the ge junction and removing it in its entirety through a 10-mm trocar site and then discarding it. Good hemostasis was observed. Dissection continued posterior to the esophagus and all attachments were freed. Next, #1 ethibond suture was used to approximate the diaphragmatic crura posterior to the esophagus. Two sutures were placed. Further closure was not possible because of tension, and there is still significant hiatal opening present.¿ implant size and fixation: ¿decision was made to complete the repair with a dual-mesh gore¿tex patch. The patch was cut to appropriate shape and size, and appropriate¿size hole was excised from the patch to allow passage of the esophagus with the 48-french bougie in it. Patch was inserted into the abdominal cavity through 10-mm trocar site and it was placed against the undersurface of the diaphragm. Both sides of the patch were then sutured together posterior to the esophagus, incorporating the diaphragmatic crura. Perimeter of the patch was secured to the undersurface of the diaphragm using titanium tacks. Patch was [sic] out to placement of the tacks against the pericardium. Additional tacks were placed, securing the patch to the diaphragmatic crura around the gastroesophageal junction. Irrigation was performed and good hemostasis was present. Next, the gastric fundus was pulled behind the esophagus and 270¿degree fundoplication was performed. This was done by suturing the fundus to the edges of the myotomy using interrupted #2-0 ethibond sutures. Three sutures were placed on each side of the fundoplication. All dissected areas were irrigated again and good hemostasis was present. No enteric-content leaks were seen. All mucosal surfaces were intact. Subcutaneous tissue was closed using interrupted 3-0 vicryl. Skin was closed using dermabond glue.¿ explant preoperative complaints: on (B)(6) 2014: upper gi: ¿there is a suggestion of narrowing of the distal esophagus and narrowing of the proximal stomach at the side of the gastric fundal wrap. Passage of oral contrast was seen.¿ on (B)(6) 2014: abdominal x-ray: ¿1. There are several mildly distended small bowel loops with air/fluid levels in the left upper quadrant of the abdomen. A mild postoperative ileus is suggested. 2. The orally administrated contrast has progressed in the small bowel and now lies within the distal small bowel.¿ on (B)(6) 2014: ¿patient is post op nissen fundoplication from monday, patient brought to ccu at change of shift after condition worsened, hr is 150-160s, rr 30-50. Abg [arterial blood gas] shows low p02, wbc [white blood count] increasing, x-ray shows free air in abd, dr. (B)(6) taking patient back to operating room.¿ explant procedure: exploratory laparotomy, suture repair of the gastroesophageal junction perforation, and central venous line placement. Explant date: on (B)(6) 2014. ¿thompson retractor was attached to the table and used to provide good exposure. Peritoneum was inspected. First the loops of small bowel and transverse colon were inspected, and no abnormalities were found. Next, the attention was directed towards the stomach and left subdiaphragmatic area. There was no abnormal fluid in this area, but the gore-tex patch placed against the diaphragm during recent surgery to close hiatal hernia had some bilious staining on it.¿ ¿the toupet fundoplication was taken down by dividing the ethibond sutures using scissors, and reducing the gastric fundus from behind the esophagus. Upon closer inspection, there was approximately a 3-mm long opening in the gastroesophageal junction with the mucosal edges everted. Nasogastric tube was inserted by the anesthetist and guided through the gastroesophageal junction into the body of the stomach. The tube was secured in this position. Next, the titanium tacks that were securing gore-tex patch were excised and gore¿tex patch was removed in its entirety. The rent in the gastroesophageal junction was then closed in layers. Vicryl 3-0 was used to close the mucosal layer in an inverting fashion. The muscularis of the area was closed using interrupted 3-0 silk.¿ ¿gastric fundus was then folded over this area and secured in position to the right side of the gastroesophageal fat pad and muscularis of the esophagus using 2-0 silks. This created reinforcement of the closure of the perforation, and anterior fundoplication. Gastric fundus was also secured to the diaphragmatic crura using 2-0 silks. The whole area was irrigated with neosporin solution and good hemostasis was present. All other serosal surfaces were intact. A 10-mm jackson-pratt drain was inserted through a separate stab wound in the left upper quadrant, and positioned along the gastroesophageal junction. Drain was secured to the skin using nylon sutures.¿ on (B)(6) 2014: chest x-ray: ¿shows good position of the central line and no evidence of pneumothorax, and good position of the endotracheal tube.¿ on (B)(6) 2014: abdomen x-ray: ¿impression: 1. New free air compared with on (B)(6) 2014 kub [kidneys, ureters, bladder] images at 1531. Postop changes. Worsened appearance of lung bases.¿ on (B)(6) 2014: upper gi: ¿impression: 1. Postoperative changes are noted in the stomach. 2. The gastroesophageal junction appears to be adequately patent. There was no significant delay in passage of contrast material through the junction. 3. No evidence of perforation or delay in gastric emptying.¿ on (B)(6) 2014: abdomen x-ray: ¿impression: 1. Retained radiopaque contrast within the colon. Normal bowel gas pattern. 2. Ng tube and drainage catheter are unchanged in position. 3. Bilateral basilar pulmonary opacities, greater on the right, no change.¿ on (B)(6) 2014: abdomen x-ray: ¿impression: 1. Fairly similar appearance to the prior study. Contrast and gas in the colon 2. Post surgical changes. 3. Left effusion and left basilar opacity. Milder changes in the right base. Follow-up recommended.¿ on (B)(6) 2014: discharge summary: ¿after the second operation, nasogastric tube was left in place, and patient was placed on total parenteral nutrition. This continued for 7 days, after which she had a barium swallow that showed no leaks. Also, the jackson-pratt drain that was inserted during the second surgery and placed around the distal esophagus and gastroesophageal junction was draining just serosanguineous material. Nasogastric tube was clamped after the second barium swallow, and after the low residuals were observed after a couple of days, it was removed.¿ ¿oral diet was reintroduced in liquid form, and patient tolerated it well. Jackson-pratt drain was removed prior to discharge. Lower portion of the incision showed signs of purulent drainage and a few staples were removed and this part of the wound was packed. Patient was discharged home 12 days after 2nd operation and followup care was arranged for her.¿ relevant medical information: on (B)(6) 2014: evaluated for change or removal of surgical wound dressing. ¿two sites with subcut [subcutaneous] areas dehiscences along the incision, purulent d/c [discharge] +.¿ to continue wound care. On (B)(6) 2014: seen for non-healing surgical wound. On (B)(6) 2014: complained of abdominal pain. ¿summary: 1. Postoperative changes as detailed above with no evidence of bowel inflammation or obstruction. 2. Small ventral abdominal wall hernias with diffuse diastases of the rectus sheath. 3. Minimal left basilar pleural effusion/thickening with markedly improved bibasilar pleural/parenchymal disease since previous study. 4. Significant intra and extrahepatic bile duct dilatation status post cholecystectomy. Please correlate with bilirubin levels. If they remain normal this a post cholecystectomy state. 5. Tiny lesion left lobe liver lateral segment, most likely benign lesion such as cavernous hemangioma. Imaging characteristics however remain indeterminate. Consider follow-up CT in 6 months to confirm stability. 6. No evidence of fracture status post fall with degenerative changes in lumbosacral spine and hips.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11928258. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight, a5b: added patient race, b7: added medical history, h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: pertinent records prior to 2007, including records for cholecystectomy (1978), appendectomy, hysterectomy, and bowel surgery (2010), were not provided. CT chest dated (B)(6) 2007 states: ¿summary: 1. Moderate size to fairly large hiatus hernia.this is a paraesophageal type of hiatus hernia. 2. Lungs are clear except for small areas consistent with atelectasis or fibrosis in the right middle lobe and lingula.¿ pertinent records between (B)(6) 2007 and (B)(6) 2014 were not provided. Medical records dated (B)(6) 2014 indicate the patient was seen for complaint of dysphagia. Records state the patient underwent barium swallow for ¿clinical history: hiatal hernia. Chest pain.¿ ¿impression: 1. Mixed sliding-paraesophageal hernia...2. Mild esophageal dysmotility. 3. Spontaneous gastroesophageal reflux.¿ ugi series dated (B)(6) 2014 states: ¿1. Mixed sliding-paraesophageal hernia...¿ ¿there is no evidence of gastric outlet obstruction or gastric mass.¿ medical records dated (B)(6) 2014 indicate the patient underwent upper gi endoscopy. Indications ¿dysphagia, heartburn, abnormal ugi series, abnormal cine-esophagram.¿ procedure findings state: ¿a large hiatus hernia was found. The proximal extent of the gastric folds (end of tubular esophagus) was 42 cm from the incisors. The hiatal narrowing was 33 cm from the incisors. The z-line was 33 cm from the incisors.¿ ¿localized mildly erythematous mucosa without bleeding was found in the gastric antrum.¿ pathology report dated (B)(6) 2014 for a specimen obtained (B)(6) 2014 states: ¿specimen type: a: body b: esophagus. Clinical impression and history: dysphagia, heartburn, abnormal ugi series, abnormal cine-esophagram. Normal esophagus and duodenum, hiatus hernia, erythematous antrum. Gross description: received are two containers of formalin, each labeled with the patient's name..." ¿the first container labeled "a body" are two segments of light tan tissue measuring in aggregate 0.5 x 0.3 x 0.1 cm. The tissue is entirely submitted in cassette a1. The second container labeled "b esophagus" are two segments of light tan tissue measuring in aggregate 0.6 x 0.3 x 0.1 cm. The tissue is entirely submitted in cassette b1. Microscopic description: sections from body show body and antral-type mucosa with plasma cells in the lamina propria, reactive glands, and prominent smooth muscle in the stroma. There is no intestinal metaplasia, nor helicobacter on immunohistochemistry. Sections from esophagus show exclusively gastric body-cardia-type mucosa. Similarly invested by chronic inflammation. There is no intestinal metaplasia or dysplasia.¿ medical records dated (B)(6) 2014 indicate the patient was seen in the emergency room for ¿abdominal pain, epigastric.¿ primary diagnosis ¿diaphragmatic hernia.¿ the records state ¿this is a 59 year old female that was brought in by her family with c/o epigastric pain that started 4 hours pta. She admits to cp but denies any back pain, n/v/d, extremity pain, ha, or sob. She has a history of cad on her mother's and father's side. The pt states that she is having a hiatal hernia repair in 4 days and admits to a hx of dm. She states that the symptoms are aggravated after eating and that there is no alleviating factor.¿ the records state ¿disposition: discharged. Patient: home. Condition: stable.¿ chest xray dated (B)(6) 2014 states: ¿impression: large left basilar mass. Most likely a large hiatal hernia but it is clearly larger than on the previous chest radiographs.¿ history and physical dated for hospital admission (B)(6) 2014 states: ¿patient is a 59-year-old white female with longstanding history of heartburn, regurgitation and occasional dysphagia. She is using topical antacids "by the bucket". Various prescription antacids "did not work".¿ records dated (B)(6) 2014 state: ¿additional data: 1. Esophageal motility study shows manometric features of type 3 achalasia. 2. Upper endoscopy showed some inflammation of gastric mucosa. Biopsies showed gastric-type mucosa in the distal esophagus with chronic inflammation. 3. Upper gi shows mixed sliding and ___[sic] hernia and spontaneous gastroesophageal reflux. Assessment and planning: 1. Type 3 esophageal achalasia. 2. Gastroesophageal reflux. 3. Type 2 diabetes mellitus. 4. Hypertension. 5. Asthma.¿ ugi dated (B)(6) 2014 states: ¿summary: 1. There is a suggestion of narrowing of the distal esophagus and narrowing of the proximal stomach at the side of the gastric fundal wrap. Passage of oral contrast was seen.¿ x-ray abdomen dated (B)(6) 2014 states: ¿summary: 1.there are several mildly distended small bowel loops with air/fluid levels in the left upper quadrant of the abdomen a mild postoperative ileus is suggested. 2. The orally administrated contrast has progressed in the small bowel and now lies within the distal small bowel.¿ nursing records dated (B)(6) 2014 state: ¿patient is post op nissen fundoplication from monday, patient brought to ccu at change of shift after condition worsened, hr is 150-160s, rr 30-50. Abg shows low p02, wbc increasing, xray shows free air in abd, dr (B)(6) taking patient back to or.¿ x-ray abdomen dated (B)(6) 2014 states: ¿impression: 1.new free air compared with (B)(6) 2014 kub images at 1531. Postop changes. Worsened appearance of lung bases.¿ ugi series dated (B)(6) 2014 states: ¿impression: 1. Postoperative changes are noted in the stomach. 2. The gastroesophageal junction appears to be adequately patent. There was no significant delay in passage of contrast material through the junction. 3. No evidence of perforation or delay in gastric emptying.¿ x-ray abdomen dated (B)(6) 2014 states: ¿impression: 1. Retained radiopaque contrast within the colon. Normal bowel gas pattern. 2. Ng tube and drainage catheter are unchanged in position. 3. Bilateral basilar pulmonary opacities, greater on the right, no change.¿ x-ray abdomen dated (B)(6) 2014 states: ¿impression: 1. Fairly similar appearance to the prior study. Contrast and gas in the colon 2. Post surgical changes. 3. Left effusion and left basilar opacity. Milder changes in the right base. Follow-up recommended.¿ discharge summary dated (B)(6) 2014 indicates the patient was admitted to the hospital on (B)(6) 2014 . The records state: ¿procedure during hospitalization: 1. Laparoscopic toupet fundoplication and heller myotomy, and gore-tex patch repair of hiatal hernia. 2. Open repair of gastroesophageal junction perforation.¿ discharge summary dated (B)(6) 2014 states: ¿patient underwent elective laparoscopic toupet fundoplication and heller myotomy. Large hiatal hernia was repaired using gore-tex patch. She tolerated procedure well. On postoperative day #1 she had barium swallow that showed no evidence of leak from the operative site, and intact fundoplication. Liquid oral intake was initiated. On postoperative day #2, however, patient exhibited increased pain, tachycardia, and increased free air in the abdomen. She was returned to the operating room, where gastroesophageal junction perforation was discovered and repaired.¿ discharge summary dated (B)(6) 2014 states: ¿the fundoplication was taken down and achieved anteriorly, covering the perforation site. Gore-tex patch itself was removed. After the second operation, nasogastric tube was left in place, and patient was placed on total parenteral nutrition. This continued for 7 days, after which she had a barium swallow that showed no leaks. Also, the jackson-pratt drain that was inserted during the second surgery and placed around the distal esophagus and gastroesophageal junction was draining just serosanguineous material. Nasogastric tube was clamped after the second barium swallow, and after the low residuals were observed after a couple of days, it was removed.¿ discharge summary dated (B)(6) 2014 continues: ¿oral diet was reintroduced in liquid form, and patient tolerated it well. Jackson-pratt drain was removed prior to discharge. Lower portion of the incision showed signs of purulent drainage and a few staples were removed and this part of the wound was packed. Patient was discharged home 12 days after 2nd operation and followup care was arranged for her.¿ medical records dated (B)(6) 2014 indicate the patient was seen for ¿change or removal of surgical wound dressing.¿ the records state: ¿two sites with subcut areas dehiscences along the incision, purulent d/c +. Cont wound care.¿ medical records dated (B)(6) 2014 indicate patient was seen for non-healing surgical wound care. CT abdomen/pelvis dated (B)(6) 2014 for complaint of ¿abdominal pain.¿ the records state: ¿summary: 1. Postoperative changes as detailed above with no evidence of bowel inflammation or obstruction. 2. Small ventral abdominal wall hernias with diffuse diastases of the rectus sheath. 3. Minimal left basilar pleural effusion/thickening with markedly improved bibasilar pleural/parenchymal disease since previous study. 4. Significant intra and extrahepatic bile duct dilatation status post cholecystectomy. Please correlate with bilirubin levels. If they remain normal this a post cholecystectomy state. 5. Tiny lesion left lobe liver lateral segment, most likely benign lesion such as cavernous hemangioma. Imaging characteristics however remain indeterminate. Consider follow-up CT in 6 months to confirm stability. 6. No evidence of fracture status post fall with degenerative changes in lumbosacral spine and hips.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.